Event description:
It was reported that a person using the ilet bionic pancreas experienced elevated blood glucose readings, with values reported at 204 mg/dl persisting for several hours and later 242 mg/dl, with no associated symptoms, and no device alerts or alarms reported. Symptoms included no clinical symptoms. Outcomes included no reported medical intervention or hospitalization. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed no confirmed device malfunction or alarm condition, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.